Event description:
It was reported that the device was difficult to remove. A 2.4 mm jetstream? Xc atherectomy catheter was used during a superficial femoral artery angiogram procedure to treat a moderately calcified, moderately tortuous lesion with 60% stenosis. Following successful use of the catheter, the device could not be removed and was stretched proximal to the infusion ports. The catheter was manually removed by pulling from the patient in one piece. There were no patient complications, and the patient fully recovered.